Event description:
During lead revision surgery, the surgeon discovered an infection at the lead site. A culture was taken. The scs system was explanted. The culture was positive for staph. The pt will be re-implanted at a later date.